Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: it was reported, prior to an unknown procedure, the knob of the ngage nitinol stone extractor was stuck and could not open the basket. The procedure was completed using "another piece" of the same like device. The patient did not experience any adverse effects as a result of the issue. Investigation ¿ evaluation. A document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as, a visual inspection and functional test of the device were conducted. The device was returned to cook in open packaging for investigation. The handle does not function. The handle was disassembled and could manually actuate with difficulty. The brass fitting was discolored. Handle was reassembled but could not actuate basket. A document-based investigation evaluation was performed. One complaint could not be confirmed that it was a related non-conformance due to the device not being returned. Additionally, two complaints were possibly related, but at the time of the investigation there was not enough information available to conclude there was evidence that nonconforming product existed in house or in field. Because there were no confirmed related non-conformances, adequate inspection activities had been established, and there was objective evidence that the DHR was fully executed, it was concluded that there was no evidence that nonconforming product exists in house or in field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook concluded a cause for the issue could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported, prior to an unknown procedure, the knob of the ngage nitinol stone extractor was stuck and could not open the basket. The procedure was completed using "another piece" of the same like device. The patient did not experience any adverse effects as a result of the issue.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: phone: (B)(6). E1: postal code: 110092. G4: PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.